Manufacturer narrative:
Device was returned to MFR for eval. Visual examination was conducted. Device appears to be made to print. Unable to determine the cause of the event.

Event description:
During discectomy, the tip of the micropituitary broke and was left in pt after trying to retrieve it.